Event description:
During the procedure the physician intended to use resolute onyx rx to treat dis-lad of 2.0mm diameter. Lesion morphology: 20mm long, none tortuous, moderate calcification and 90% stenosis level. The device was removed from the packaging per IFU without any issues noted. The device passed through 2 resolute onyx previously deployed stents in lad. It is reported that resistance was encountered during advancement but no excessive force was used. The physician did not succeed in positioning the device, it was removed. The lesion was dilated with nc euphora and when the physician was preparing to insert resolute onyx 2.00x26 he noticed that stent struts were damaged. As the physician did not inspect the device prior insertion he is unable to determine if the damage occurred prior or during the insertion or subsequent removal of the device. It is further reported that the lesion underwent direct stenting hence no pre-dilatation was done. The procedure was completed with resolute onyx 2.00mm x 20mm device. No patient injury reported. Summary of device evaluation: the distal tip was damaged. The proximal section of the stent was deformed. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Evaluation codes: results:patient¿s condition affected effectiveness of device (moderate calcification and 90% stenosis) inherent risk of procedure (stent deformation) deformation problem (stent) failure to follow instructions (the lesion was not pre-dilated as suggested in IFU) related to another device (device passed through 2 resolute onyx previously deployed stents) evaluation codes: conclusion: known inherent risk of a procedure (stent deformation) device failure related to patient condition (moderate calcification and 90% stenosis) failure to follow instructions (the lesion was not pre-dilated as suggested in IFU). (B)(4).